Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no unexpected ramping of numbers noted. Pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump had ramping numbers and alarmed button error. The caller stated that the customer was trying to perform a bolus delivery and the up arrow caused the ramping numbers. The battery was taken out and reinserted, and the insulin pump alarmed battery out limit. The customer cleared the alarm, went to change the time, and reported that the arrows did the same thing again. The device then alarmed button error. The blood glucose reading was 128 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.